Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate therapy for a supra ventricular tachycardia. Programming changes were made. The patient was fine afterwards